Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was received in two sections with the helix mechanism in a retracted position. Visual inspection revealed a coil deformation at approximately 27 cm from the distal tip end. Further inspection was performed which confirmed that the lead had an outer coil fracture at that point. This type of damage is consistent with repeated stress over time. The reported noise and high impedance measurements were likely the result of the lead damage observed by the laboratory. Subsequent testing was performed, however, laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
Boston scientific received information that this pacemaker system exhibited noise and high out of range pacing impedance measurements on the right atrial (ra) lead, measuring greater than 2000 ohms. The pacemaker remains in service and the ra lead was explanted and replaced. Upon removal of the ra lead, the helix mechanism would not retract. The physician used a hemostat rather than a fixation tool, and reported to have turned the helix mechanism approximately 20 times. The physician used a locking stylet to successfully remove the lead, however, once it was explanted it was noted that the helix mechanism was still extended. No additional adverse patient effects were reported.